Manufacturer narrative:
Concomitant medical products: model: mn20450-90a, drg lead, implant date: unknown. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) underwent surgical intervention for an issue reported under MFR. Report#: 3008829311-2017- 00575. During the procedure, the patient's ipg became inoperable. Troubleshooting attempts were unable to provide resolution. As a result, the patient's ipg was explanted and replaced. The replacement ipg addressed the patient's issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.